Manufacturer narrative:
(B)(4) g2: foreign country: australia. No devices were received; therefore, the condition of the components is unknown. Photograph provided shows that the impactor pad is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor pad broke on impaction during an initial surgery. Another device was used to complete the procedure. There was no patient impact. No pieces fell into the patient. There was no surgical delay. The surgical technique was utilized. Per the surgeon, the hard bone prevented the implant from going into flexion which caused the impactor pad to break. Attempts have been made and all available information has been provided.